Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2025 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal access was inferior mid. The patient's activated clotting time (act) level was 357 seconds. The patient's left atrial pressure was 13mmhg. During the procedure the occluder was partially re-captured three times. The occluder was implanted. Post-procedure the patient presented with a 1.2mm localized cardiac tamponade posterior right of the left atrial appendage. A pericardiocentesis was performed. The patient status was stable.